Manufacturer narrative:
Fields changed: b4, g4, g7, h1, h2, h3, h6. The visual inspection performed on the returned prosthesis confirmed the absence of pre-existing defects. The simulation of the valve collapsing, performed with the returned device and a demo accessory kit, was completed observing an incorrect configuration of the valve outflow crown, resulting in an overlapping of the metallic elements. Furthermore, the manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Based on the performed analysis, the reported collapsing difficulties were not observed during the collapsing replication. The observed overlapping on pvs23/m sn (B)(6) could be reasonably considered an effect of several collapsing attempts made by the field since not previously claimed; nevertheless, there is a specific warning in the pvs IFU about the overlap. The possible root cause can be related to the valve positioning too far forward in the dual collapser leading a lack on contact between the outflow crown and the internal teeth of the dual collapser; this aspect makes it impossible to properly collapse the valve.

Manufacturer narrative:
The returned pvs valve was received in generally good condition. Investigation is ongoing.

Event description:
An attempt was made to implant a perceval valve; however, problems were encountered during the collapsing procedure (this difficulty is reported in a separate event, (B)(4)). A new valve was then opened, but this valve could not be collapsed either (current event: (B)(4)). It was reported that the outflow crown of the stent would not collapse completely, and could not be completely captured by the sheath of the valve holder. A new collapser and new collapser base were therefore opened in an attempt to solve the problem; however, the valve still could not be collapsed. Ultimately, a traditional sutured valve was implanted. The patient had no adverse consequences as a result of the event, but the procedure was delayed by at least 20-25 minutes.